Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that one day post-implant this pacemaker was found in storage mode. Once pacing therapy was reactivated, high out-of-range right ventricular (rv) lead pace impedance measurements were observed. An x-ray was performed revealing the terminal pin was not fully inserted into the connector block of the device header. The patient later underwent a revision procedure wherein the lead was reconnected and secured without complication. No adverse patient effects were reported. This system remains in service.